Event description:
It was reported that no operation with empty sign despite fully charged for battery s/n (B)(4).

Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The archive data analysis showed customer not following proper battery management procedures of daily system checks and battery swap. After a fully charged and test cycle, this battery failed the power output testing. Probable cause for battery failing could be due to aging (manufactured in may 2009). The calendar age of the battery is greater than 2 years. The product labeling instructs that the useful life of each autopulse battery is between 2 - 4 years. As with all batteries, the nimh battery chemistry has a finite calendar life. Within the 2 - 4 year life range, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. No adverse event was reported.